Event description:
It was reported that patient passed on (B)(6) 2024 due to a drowning unrelated to the abbot pacemaker system. Epi (electronic performance indicator), high atrial pacing impedance, low ventricular impedance, and high capture threshold alerts were received on (B)(6) 2024. Physician believes these alerts were caused by the patient's passing, although it could not be confirmed.